Event description:
It was reported that on (B)(6) 2012, the patient underwent an interventional stenting procedure in a 70% stenosed, mildly calcified, left internal carotid artery with one rx acculink stent. Post procedure, the patient experienced hypotension which was treated with dopamine. The hypotension resolved the same day. Additionally, post procedure, the patient experienced left facial/lip twitching and left lower facial droop. Magnetic resonance imaging (MRI) showed multiple tiny strokes in both hemispheres in the cerebrum and cerebellum. There was no reported treatment provided. The patients symptoms resolved on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: aspirin, clopidogrel. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.